Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed that the fault code was the result of extended magnet application ending. This causes a transient drop in battery voltage and is expected operation. The battery voltage is recovering, and the device will continue to produce tones until interrogated by a programmer. The s-ICD remains in service. No adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to no problem detected. Additional information was received that a field representative called in with information that this patient was about to undergo a device changeout due to premature battery depletion (pbd). Technical services (ts) referred back to the initial call in regarding pbd and discussed with the field representative that there was a battery depletion (bd) alert previously for excessive magnet applications and there must have been a miscommunication about the expected recovery and actions needed, from the disk analysis. The field representative had to go stop the physician that was scrubbing in for the change out. The physician then opted to perform a defibrillation threshold (dft) test to confirm device operation. There were no further faults, resets, or inappropriate battery depletion. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed that the fault code was the result of extended magnet application ending. This causes a transient drop in battery voltage and is expected operation. The battery voltage is recovering, and the device will continue to produce tones until interrogated by a programmer. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that a field representative called in with information that this patient was about to undergo a device changeout due to premature battery depletion (pbd). Technical services (ts) referred back to the initial call in regarding pbd and discussed with the field representative that there was a battery depletion (bd) alert previously for excessive magnet applications and there must have been a miscommunication about the expected recovery and actions needed, from the disk analysis. The field representative had to go stop the physician that was scrubbing in for the change out. The physician then opted to perform a defibrillation threshold (dft) test to confirm device operation. There were no further faults, resets, or inappropriate battery depletion. This s-ICD remains in service. No additional adverse patient effects were reported.